Event description:
A (B)(4) male pt contacted lifecor customer support to report that he was having difficulty removing the battery pack from the monitor. He stated that it was firmly stuck. Support sent the pt a replacement battery pack and monitor.

Manufacturer narrative:
Device mfg date: monitor (B)(4) - 11/2008. Battery pack (B)(4) - 09/2007. Device evaluation summary: device evaluations of battery pack (B)(4) and monitor (B)(4) have been completed. The reported problem was confirmed. The battery pack had a damaged battery connector. The connector pin was so bent that the battery pack would stick in the monitor. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and restocked. The monitor was fully functional. It was retested and restocked. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack and monitor.